Manufacturer narrative:
A ge service rep performed an on site investigation. With the exception of the auto contrast issue, the malfunction was verified. Replaced the ps3 power supply, the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the 9800 system would not move up or down. There was also an issue noted with the auto contrast. There was no report of pt injury.